Event description:
Procedure: lcs patella revision for disassociation.

Manufacturer narrative:
A review of the DHR (device history record) for product number 129409850, lot number 2550515 found no anomalies. The root cause is manufacturing. Based on the performed investigation, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.